Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient stated that the ins battery is dead. She quit having headaches all the time, but the headaches are back since 6 months ago. Patient was asked when she noticed her ins was dead or not able to charge and she was not sure when. The patient was redirected to their healthcare provider to further address the issue. The patient was not able to recharge the implantable neurostimulator due to it being dead. The implantable neurostimulator was replaced to resolve the issue.